Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient device has not worked for years. No symptoms were reported at the time of this event. There were no further complications or anticipations reported with this event.